Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not charge. The device also displayed message codes "status 66" and "status 93." The complainant indicated that there was no pt involvement in the reported failure.